Manufacturer narrative:
Results - bed frame was damaged and bent where the fowler drive assembly attaches.

Event description:
It was reported by service report that the fowler could not be lowered electronically or manually. No patient involvement or adverse consequences are reported.